Event description:
Customer reported no delivery alarm and high blood glucose. The current blood glucose reading is 389 mg/dl. Customer has treated with insulin pump. The insulin pump has cosmetic damage located at the battery compartment. Customer reported hospitalization due to high blood glucose. The paramedics were called to treat a blood glucose reading of over 400 mg/dl. Customer was not taken to hospital. Customer stated the insulin pump was alarming no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.